Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the an af procedure, a fluid leak occurred. After catheter insertion, fluid began to leak from the proximal end of the introducer as if the irrigation was going backwards. The device was replaced and the procedure was completed with no adverse patient consequences. The device was discarded.